Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography in the pancreatic duct performed on (B)(6) 2022. During the procedure, the physician attempted to deploy a pancreatic pigtail to ensure drainage. When the naviflex rx delivery system was advanced to the stent, the guide catheter broke into two. The broken piece of guide catheter was retrieved with a snare. All broken piece of guide catheter was removed and the procedure was successfully completed with another advanix-naviflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable even of guide catheter break. Impact code f23 captures the reportable event unexpected medical intervention. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the guide catheter was detached. Additionally it was observed that the pull wire was kinked. Push catheter was buckled and torn. Guide catheter was stretched. No other issues with the device were noted. The reported event was confirmed. According to the product analysis of the returned device, there was evidence of difficulties through the process of deployment, it is possible that the user experienced some resistance while retracting the pull wire which may have led the user to apply an extra force/different technique that ended tearing the push catheter and buckling it, also it is possible that this force/technique contributed on the detachment of the guide catheter and the tough movement experimented caused the stretch on it, finally all these conditions affected the pull wire kinking it consequently. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h10: correction to b5 (describe event or problem).

Event description:
Note: this report is one of two complaints that pertain to the same event. It was reported to boston scientific corporation that a naviflex rx delivery system and an advanix pancreatic stent were used during an endoscopic retrograde cholangiopancreatography in the pancreatic duct performed on (B)(6) 2022. During the procedure, the physician attempted to deploy a pancreatic pigtail to ensure drainage. When the naviflex rx delivery system was advanced to the stent, the guide catheter broke into two. The broken piece of guide catheter was retrieved with a snare. All broken piece of guide catheter was removed and the procedure was successfully completed with another advanix-naviflex pancreatic stent. There were no patient complications reported as a result of this event.